Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, after crossing the lesion with a microcatheter and a guidewire, pre-dilation was performed with a small diameter balloon. Then, this device was used and tried to advance and dilate more than once at nominal pressure; however, the device ruptured immediately and reported defective. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.